Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician has observed oversensing of atrial fibrillation and false bradycardia episodes on the confirm rx device. The physician plans to reprogram the device settings in order to eliminate the issue for future implants. There was no patient involved.